Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the ipg was always alarming. On this system, when the ipc does not function, the system will not boot up. There is no report of injury or death associated with the event described in this complaint.